Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser stated head section raises fine but when lowering head section it feels like it bounces and then gets to a point where it lowers six to eight inches on its own and then stops. Dealer advised has sent a driver out to verify issue. Dealer advised enduser is currently still using the bed. Dealer could not provide any further information. Dealer could not provide enduser phone number due to hippa.